Event description:
Related manufacturer report number: 3006705815-2024-01225. It was reported that during an elective ipg replacement procedure on (B)(6) 2024, upon imaging intraoperatively, it was discovered that both leads had migrated. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.